Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Tandem technical support instructed the customer to prime the tubing to address the issue. Additionally, it was reported that multiple occlusion alarms occurred. A supply change was performed to address the occlusion. Customer's blood glucose (bg) level was 190 mg/dl.